Manufacturer narrative:
H.6., investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The sterilization records were reviewed, and no abnormalities were observed. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in was used and the patient had an adverse reaction. The following information was provided by the initial reporter: on (B)(6), intravenous access was established for the patient with this indwelling needle. On the afternoon of (B)(6), after infusion, the patient's indwelling needle was itchy and uncomfortable, accompanied by fever. Physical examination: the body temperature was 38.2, and the skin puncture area was redness and swelling. Considering the adverse reactions caused by indwelling needles, the indwelling needles were removed and the skin was disinfected.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in was used and the patient had an adverse reaction. The following information was provided by the initial reporter: on september 19, intravenous access was established for the patient with this indwelling needle. On the afternoon of september 22, after infusion, the patient's indwelling needle was itchy and uncomfortable, accompanied by fever. Physical examination: the body temperature was 38.2, and the skin puncture area was redness and swelling. Considering the adverse reactions caused by indwelling needles, the indwelling needles were removed and the skin was disinfected.